Event description:
A malfunction was reported with the pump, identified by the code malf 0. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.